Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the video confirmed the failure mode as reported depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial neck and the trial stem are disassembling/separating without any forces.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the video confirmed the failure mode as reported depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.